Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has been experiencing popping sounds in her implanted ear that wake her up in the middle of the night - she is not wearing her processor when these sounds occur. This started happening a few weeks ago. No injury, trauma or accident is known. The pt now says she hears popping and buzzing while she's wearing her implant, it even cuts out sounds completely when she bends forward. Explant surgery has now been scheduled.